Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device uploaded properly using care link. Device had scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl. Customer stated that he was hospitalized due to insulin pump's malfunctioning. Customer was emergency room. The customer reported that the insulin pump was showing 215 mg/dl blood glucose and then they two different meters that found he was at 600 mg/dl. Customer gave himself a bolus for the food and then all of a sudden it had stopped giving insulin. The customer was treated with insulin drip. Customer reported that he had stomach pain and also throwing up. The insulin pump will be and reservoir will not be returned for analysis.